Manufacturer narrative:
The pump was received with operating currents within spec. The pump passed self-test, unexpected restart error test, basic occlusion test and displacement test. However, the pump was unable to prime during prime test due to faulty force sensor resistor. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The device was being returned and replaced for analysis. No further information provided.